Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an atrial fibrillation (af) ablation procedure there was loss of ventricular capture. Boston scientific technical services (ts) was consulted and discussed that boston scientific devices have been designed with a protective mechanism in the event that current over a certain threshold is detected on the leads from an external source, which is referred to as the 'defib detect circuit'. The defib detect circuit is active during the delivery of pacing energy. If the device detects energy on the leads from an external source over a set threshold, the defib detect circuit is triggered. When this occurs, loss of capture occurs for approximately 160 milliseconds, which effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. No adverse patient effects were reported and the device remains in service.

Manufacturer narrative:
--

Event description:
Further information was received that there was greater than two seconds of asystole during the ablation procedure, however there were no adverse patient effects due to the asystole. It was also further clarifed that the physician opted to place a temporary pacing wire for the remainder of the procedure.